Manufacturer narrative:
The investigation results will be provided in the final report further information requested but not provided.

Event description:
It was reported that the patient had an infection at the ipg site. As a result, the patient's system was explanted on (B)(6) 2019. The patient received antibiotics to treat the infection.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.